Event description:
It was reported the patient received the following results within 15 minutes: 323 mg/dl, 252 mg/dl,148 mg/dl and 101 mg/dl.

Manufacturer narrative:
H10: device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.